Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was provided: the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous distal left anterior descending coronary artery. The first inflation was at 16 atmospheres (atm) and the rupture occurred during the second inflation at 18 atm. There was no resistance during advancement or withdrawal of the balloon dilatation catheter (bdc). Another nc trek bdc was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when pre-dilatation was attempted with the 3.00x15 mm nc trek rx balloon dilatation catheter, the balloon ruptured during the second inflation. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.